Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, d10(concomitant medical products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 40 mg/dl and sensor glucose value of 80 mg/dl at the time of event. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended due to this difference.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 40 mg/dl. Troubleshooting was performed. The customer stated that the sensor not working properly leading up to the event. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-386a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of the reported low bg event. The customer does not believe the pump was over-delivering. The customer is reporting a discrepancy between sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. The customer stated that the insulin was squirting out for the set. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.